Manufacturer narrative:
Our quality engineer inspected the photographs submitted for evaluation. Your report of slow needle retraction could not be confirmed from the three photographs that were provided for investigation. The photos showed sealed units within the packaging from lot #5017280. The reported retraction issue was not demonstrated within the photos. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Event description:
It was reported that bd insyte autoguard winged was slow to retract. The following information was provided by the initial reporter: slow return of the internal needle after pressing the safety device activation button after puncture or placement of the catheter.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the samples and photographs submitted for evaluation. Your reported issue of slow retraction with the insyte autoguard needle was confirmed and the cause appeared to be manufacturing related. Unused representative 24g insyte autoguard units were provided for investigation. A functional test revealed that the retraction time of some units exceeded the specification. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.